Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that a venotomy closure of the right common femoral vein (rcfv) was attempted after a cardiac ablation procedure, using a small-bore sheath. There were 3 puncture sites along the rcfv. Reportedly, deployment of the first prostyle at the top most puncture site was abnormal as the knot would not advance much beyond the skin level. The two suture limbs were still visible above the skin level after the initial knot advancement; therefore, the knot was advanced further with the suture trimmer. Although skin puckering was observed, hemostasis was achieved with the device. There were no issues with the middle access site and was closed successfully with a prostyle device. At the inferior puncture site, a proglide device was deployed without issue, however, there was still heavy bleeding after advancing and tightening the knot; therefore, a non-abbott device was deployed on top of the prostyle suture. Hemostasis was achieved at the inferior puncture site with the non-abbott device placed over the prostyle suture. The patient returned the following day with a swollen leg. It was confirmed that the patient had a deep vein thrombosis (dvt) with obstruction of flow; therefore, surgery was performed. It was discovered that the suture of the first prostyle captured the posterior wall of the vessel and intimal dissection occurred. During surgery, the dvt, dissection, and occlusion were treated and hemostasis was achieved. The patient was also given anti-coagulants. A delay was reported due to the surgical intervention; however, there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effect of hemorrhage is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The patient effect and treatment appear to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.